Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect c4000 analyzer, list number 02p24-46, serial number (B)(4). Results of the inspection found that analyzer cuvettes numbers 50 and 51 were cracked. The suspect test results had been read from these two cuvettes. The cuvettes were replaced. Subsequently, a precision run performed found elevated results read from cuvettes 78 and 88. The fsr manually cleaned cuvettes 78 and 88, performed weekly maintenance (clean cuvettes with detergent), performed as needed maintenance (wash cuvettes manually) and replaced the peristaltic tubing. Instrument operations and subsequent test results were acceptable. No further issues were observed. There no returns made available from the customer site. The service history review for this analyzer did not identify any contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. A review of complaint tracking and trending metrics was performed and identified no adverse trends or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were identified. The architect system operations manual and the architect c4000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an initial architect clin chem magnesium assay result of 3.28 mmol/l on an architect c4000 analyzer. The sample retested at 0.68 mmol/l. The customer retested the sample ten additional times and results ranged from between 0.66 to 0.70 mmol/l. The customer uses a normal reference range of 0.66 to 1.07 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.